Event description:
The consumer reported that the device had not worked for several years. Further information received from the consumer reported that they didn¿t remember when it stopped working and thought in 2010. The patient stated that the device stopped working and she tried to have it interrogated by the implanting doctor and she replaced the battery in the controller several times but it never worked again. The patient noted she had to change the settings to increase the intensity which worked for a while and then it stopped working completely. The steps taken to resolve the issue included several appointments with her doctor to have it interrogated and the doctor stated it needed to be removed. The patient tried to schedule the removal, but there was always a problem and then she moved. The patient reported that the issue was not resolved as it needed to be removed. The indication for use was rsd/causalgia-complex regional pain syndrome. No patient symptoms reported. Additional information was received. It was reported the patient's pain stim system was removed on (B)(6) 2021 because it had not been working for a long time.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: extension; product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: extension; product ID: 3487a-33, lot#: j0204996v implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead; product ID: 3487a-33, lot#: j0204996v, implanted: (B)(6) 2002, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 7495lz51, serial/lot #: (B)(4), ubd: 16-nov-2005, UDI#: (B)(4); product ID: 7495lz51, serial/lot #: (B)(4), ubd: 16-nov-2005, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 20-feb-2006, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 20-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 7495lz51; serial# (B)(6); implanted: (B)(6) 2002; explanted: (B)(6)2021; product type extension; product ID 7495lz51; serial# (B)(6); implanted: (B)(6) 2002; explanted: 2021; product type extension; product ID 3487a-33; lot# j0204996v; implanted: (B)(6) 2002; explanted: (B)(6) 2021; product type lead; product ID 3487a-33; lot# j0204996v; implanted: (B)(6) 2002; explanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device stopped providing the tapping sensation of any kind around 2012. The patient had not seen a doctor for it since late 2010 and did just fine without it. The patient noted they had seen two doctors in 2013 and 2016. The first doctor did nothing and the second doctor stated the machine was interrogated and was working but not responding. The patient made arrangements and received approval to get it removed. The doctor recommended changing to newer device and that was denied. The patient saw two doctors and finally had it removed. The patient stated the ins was either discarded or destroyed.